Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/apr/2015. (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "possible rupture." Additionally, patient reported "a recent MRI performed confirms a left side rupture and a crease." A second healthcare professional confirmed the rupture. Device has been explanted and discarded.